Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is purple, the protector of the video cable section has corrosion, the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope was out of service. The issue was found during inspection for use. There were no reports of patient harm.